Manufacturer narrative:
The product analysis was completed; therefore, was updated. When the physician took the product from the outer package, he found there was foreign matter in the inner pouch. The inner pouch was not opened. The device was returned for investigation. The device was stored per the instructions for use. There was no damage noted with the packaging or the device prior to use. The issue was detected before use on the patient. One unit of (B)(4) fire star, 2.00 x 10 was received in the sterile packaging. The outer box was opened and inner pouch was closed. The product was found placed in its correct position. Foreign material was found inside the pouch. No other damages were noted. The foreign material was measured and it was found out of specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "foreign material" was confirmed. The root cause could not be conclusively determined however it appears to be related to the manufacturing process of the product. A risk assessment has been initiated to evaluate this issue.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15290627 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Nonconformances: no nonconformance records were issued for this lot. Process monitoring: no excursions were found for lot 15290627. The operator qualification records for load components, according to (B)(4) were reviewed. The operators that performed this operation were qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing. The receiving inspection records for the used pouch (lot: 201010120001) were reviewed, and this lot was deemed acceptable.

Event description:
When the physician took the product from the outer package, he found there was foreign matter in the inner pouch. The inner pouch was not opened. The devices will be returned for investigation. The device was stored per the instructions for use. There was no damage noted with the packaging or the device prior to use. The issue was detected before use on the patient.